Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that charge time alert was observed on a merlin.net transmission. The asymptomatic patient presented to the clinic for further evaluation. Manual capacitor maintenance was performed, which timed out. The device was explanted and replaced. Patient tolerated the procedure well.